Event description:
While impacting a nail into the femur, the hammer guide thread sheared off the end, where it engages into the thread gland this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Our investigations have shown that the threaded part of the hammer guide is completely broken off. It is also clearly visible that the instrument itself shows deformations. It is possible that far too much mechanical force had been applied and resulted in the breakage of the threaded part or the thread was not inserted completely before hammering. Reviewing the file history records shows conformity to specifications as well. The complaint is determined to be invalid.